Manufacturer narrative:
H4: the device was manufactured from december 07, 2022 - december 08, 2022. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected using the naked eye and the reported condition was observed; the tubing was separated from the y-site clearlink. The reported condition was verified. The cause of the condition was due to a manufacturing related issue; potentially due to an improper manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the clearlink of two (2) clearlink system continu-flo solution sets. The tubing separated from the clearlink of one set. A second incident of the tubing pulling apart occurred while testing another set while attempting to replace the first set. These issues occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter additional phone no.: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.